Manufacturer narrative:
Since this device is not available for evaluation, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Customer clarified that there was only one event that of july 23, 2021. The event was reported in error by the customer twice, the second time with an incorrect event date. The medwatch submitted with the patient identifier (B)(6) is a duplicate. The cause of the broken connector is not known. Event took place during reprocessing. The staff is trained and experienced in the use of the device. The device is now repaired. The device history record review confirmed that device conformed to specifications at the time of shipping. The repair history is not available for this device. The connecting tube was unable to be connected as connector loosened and came apart by aged deterioration. As a cause of the loosened connector, it is likely that either the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. User can detect the event by inspecting equipment in accordance with the following instructions for use statements: chapter 3.inspection before use 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not available for evaluation. The customer ordered the replacement part and the customer olympus trained biomedical technician will repair the device. As such, root cause of the issue cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a broken grey connector. There is no reported harm to any patient.